Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 179 mg/dl. The customer reported that the screen of the insulin pump turned black. The customer was wearing the insulin pump in her bra prior to the screen turning black. The customer reinstalled the battery of the insulin pump but got an unexpected restart. A self-test was performed on the insulin pump and insulin pump passed. The customer was advised to change the entire infusion set of the insulin pump. The customer was advised to monitor the insulin pump. No additional information was provided.